Event description:
It was reported that one day post implant, the right ventricular lead was repositioned due to high thresholds. One month later, the ventricular threshold was 4.25 v, 1.0 ms and r waves fluctuated between 0.6 mv and 5.6 mv. On (B)(6) 2011 surgery was performed to replace the lead. At this time, the lead was found to be dark brown in color. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that three of the four lead tines were missing. The appearance of the fractured area indicated that this damage was most likely induced by another device at the time of implant.